Manufacturer narrative:
Literature - event published in the following journal article: progrès en urologie 2012: 22; 1077-1083.

Event description:
Per the published journal article, an uphold vaginal support system was implanted into the patient on an unspecified date from october 2009 to january 2012. According to the article, the patient required mesh revision surgery for mesh exposure (without complete removal of the mesh). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.